Event description:
It was reported that "during the procedure according to IFU, the md doesn't go inside the guidewire, it bounces out. So the md opened the new kit to finish the procedure". Additional information received states "upon withdrawal, the guidewire was found to be bent". There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date, a follow-up report will be submitted with investigation results.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during the procedure according to IFU, the md doesn't go inside the guidewire, it bounces out. So the md opened the new kit to finish the procedure". Additional information received states "upon withdrawal, the guidewire was found to be bent". There was no medical intervention required. The patient's current condition is reported as "fine".